Event description:
The facility had indicated that an intraocular lens was damaged by the cartridge as it was being implanted in the pt's eye. The surgeon noted a capsular tear after the implant and the lens was removed. It is unkown what caused the capsular tear.